Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc freestyle libre reader would not turn on by button or by test strip insertion after being dropped. On (B)(6) 2021, the customer experienced "feeling bad ¿and had a loss of consciousness. The customer was rushed to the hospital and treated with IV insulin (dosage unknown), glucose (dextrose), antibiotics, and unknown pills for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.